Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. The lack of efficacy did resolve with the new lead placement. It was requested to return the device but the customer discarded it so it will not be returned.

Manufacturer narrative:
Continuation of d10: product ID: b3301542, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025. Product type lead product ID: b3301542m, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 05-oct-2024, UDI#: (B)(4); product ID: b3301542m, serial/lot #: (B)(6), ubd: 04-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was not receiving as much tremor control as expected with the deep brain stimulation. Post-operative scans revealed that the leads were not optimally placed for tremor control. The surgeon elected to explant the old leads and implant new ones at a better location, while the battery and extensions were not replaced. The patient's neurologist attempted programming using directional stimulation for improved results, but the patient was not satisfied, leading to the decision for revision surgery. Surgical removal and replacement of leads were performed. It was unknown if the issue was resolved at the time of the report. No patient complications have been reported as a result of this event.